Event description:
Information was later received indicating that this lead was not capturing.

Manufacturer narrative:
This lead was explanted and discarded by the hospital. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to dislodgement. No adverse patient effects were noted.

Manufacturer narrative:
--